Event description:
A caller reported an issue with a t:slim x2 pump battery not charging. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to plug the wall adapter into a known working outlet and wait for at least 30 minutes. During the call, the pump charged to 100%, and the issue was resolved. No further action was required, and the customer was advised to call back if the problem persisted.